Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced endogenous peritonitis. The cause of the event was not reported. On an unreported date, the patient was hospitalized due to the event. The patient was treated with unspecified antibiotic (dose, route, frequency and duration were not reported). After twelve days, the patient was recovered and was discharged. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
On the same day as the event onset, the patient was hospitalized for the event. It was not reported if the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.